Manufacturer narrative:
The suspect device has been returned, but has not yet been evaluated; therefore a failure analysis of the complaint device could not be completed. At this time we are unable to determine the relationship between this device and the cause of the event. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A hta pro cerva procedure set unit was used during a hysteroscopy procedure. According to the complainant, during the warm up phase of the procedure, 3 fluid loss alarms were displayed. The physician aborted the case due to this event. When the sheath was removed the molding on the sheath was damaged and it appeared the sheath itself was cracked. The physician confirmed that the pt did not suffer from any burns. Follow up info confirms that the fins on the upper section of the sheath were damaged. The pt did not suffer from any complications and is doing "okay". The procedure was not completed due to this event and there were no pt complications.